Event description:
Patient presented with very tortuous iliac arteries, very tortuous aorta, and a pre-existing tube graft in the aorta (off-label use). After successful deployment of a bifurcated device and a limb extension on the ipsilateral side the physician successfully deployed a limb extension on the contralateral; however the physician was unable to withdraw the inner core. An angiographic image showed the tip of the delivery system was resting on the limb extension wall. Pressure was applied to the patient's abdomen and the inner core retracted approximately 1cm, then fully retracted. When the limb extension delivery system was removed from the afx introducer system it was noted the tip of the limb extension delivery system had broken off and remained in the patient. The physician was able to snare and remove the tip of the delivery system however an ev3 broke inside the patient while attempting to remove the tip. The physician pinned the piece of the ev3 snare to the wall of the limb extension with a gore device. The delivery system tip appeared to have separated behind an anchor bead on the polyimide tubing. The procedure was completed without further complications. The limb extension delivery system is being returned for evaluation.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The delivery system was returned and evaluated. The front tip was returned separated from the inner core due to polyimide material tensile failure. This damage appears to have occurred due to excessive force applied to retract the inner core of the catheter during removal. Use of device with neck angle greater than 60 degrees is considered off-label per instructions for use.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.